Manufacturer narrative:
Implant fell from insertion post (on the floor). No other implant was placed in the same surgery. As the implant was returned in a thermally deformed packaging with the insertion post inserted, the cause of the complaint cannot be traced. The insertion instrument holds securely in the insertion post during our evaluation. All quality records corresponded to the specifications. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant fell from insertion post (on the floor). No other implant was placed in the same surgery.